Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited loss of capture (loc). It was noted that the left ventricular automatic threshold (lvat) test was also found to be in suspension due to high pacing thresholds. Xray images were taken and analyzed. The images were noted to be unremarkable with no change in lead position. A lead revision was performed. This lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited loss of capture (loc). It was noted that the left ventricular automatic threshold (lvat) test was also found to be in suspension. Xray images were taken and analyzed. The images were noted to be unremarkable with no change in lead position. A lead revision was performed. This lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that during a clinic visit, this left ventricular (lv) lead exhibited loss of capture (loc). It was noted that the left ventricular automatic threshold (lvat) test was also found to be in suspension due to high pacing thresholds. Xray images were taken and analyzed. The images were noted to be unremarkable with no change in lead position. A lead revision was performed. This lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.